Event description:
It was reported that device interrogation revealed premature battery depletion on the insertable cardiac monitor(icm). The icm was not used. There was no patient involvement.

Manufacturer narrative:
Reported event of low battery was confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical, mechanical, and longevity analysis was normal with no anomalies found.